Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had issues with 3 reservoirs before they could get one to work. The customer also states it was difficult to get insulin to flow through the tubing and come out. The customer's blood glucose level at the time of incident was 219mg/dl. The customer's most current level was 419mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer was advised to conduct full set and reservoir change. The customer is being sent out replacement infusion set and returning faulty sets for analysis.